Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number y07241, expiry date 11/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Painful right knee [arthralgia]. Swollen right knee [joint swelling]. Right knee effusion [joint effusion]. Case description: spontaneous report received on 30-apr-2009, from a physician via a company representative regarding a (B)(6) male pt, initials (B)(6), whose relevant medical history was unk. The pt received an unk number of synvisc injections (lot number: y07241) into an unk joint on unk dates. On (B)(6) 2009, the pt experienced a swollen, painful knee. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. The qa (quality assurance) investigation results were received on 05-may-2009. The production and quality control documentation for lot number y07241, expiry date 11/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Additional info was received from the treating physician. The pt's relevant medical history was updated to include: osteoarthritis and previous treatment with synvisc. The pt received his most recent course of 3 synvisc injections in the right knee on: (B)(6) 2008. No effusion was collected before any of the injections. On (B)(6) 2009, the pt experienced a right knee effusion. On (B)(6) 2009, the pt experienced a swollen right knee, a painful right knee, and a right knee effusion. The right knee swelling and right knee pain were of severe intensity. On (B)(6) 2009, 30 cc of fluid was drained and sent for analysis. The results of the analysis included: a high nucleated cell count, a high neutrophil count, mixed acute and chronic inflammatory cells, glucose present, and protein present. No malignant cells, polymorphonuclear cells, or organisms were seen, and the culture resulted in no growth. On (B)(6) 2009, treatment was required for the events of right knee swelling and right knee pain with aspiration of 100 cc of fluid and a 40 mg injection of depo-medrol. The 100 cc of fluid was not analyzed. The physician assessed the relationship to synvisc of right knee swelling and right knee pain as definite and the outcome of the events was recovered on (B)(6) 2009. Concomitant medications reported included: ramipril and lipitor. As of the date of receipt of this report, the overall pt outcome was unk. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.